Event description:
It was reported that this pacemaker was interrogated and was found to have declared safety mode. It was noted that the patient is dependent; however, is not asymptomatic. It was recommended to admit the patient and schedule an urgent replacement. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: a good faith effort was submitted to the field to obtain additional details regarding this event. The field representative indicated that they believed the patient was admitted to the hospital; however, did not have any further information to provide. At this time, it is unknown as to whether surgical procedure was performed to replace this device.

Event description:
It was reported that this pacemaker was interrogated and was found to have declared safety mode. It was noted that the patient is dependent; however, is not asymptomatic. It was recommended to admit the patient to the hospital and schedule an urgent replacement. This device currently remains implanted and in service. No adverse patient effects were reported. A good faith effort has been submitted to the field to obtain additional details regarding the status of this event.